Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead in segments analyzed.

Event description:
It was reported the lead delivered inappropriate shocks. It was further reported that there was a lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Corrected other devices. Evaluation summary: (B)(4) proximal conductor fractured; full lead in segments analyzed.